Event description:
A report was received that due to the patient's non device related weight loss she was experiencing movement of the battery. The top edge of the ipg seems to protrude out and she sometimes finds it difficult to charge. The physician recommended a pocket revision procedure.

Manufacturer narrative:
Correction to the following field: additional information received stated that the physician revised the patient's pocket. Nothing was implanted or explanted and the patient is reportedly doing well.

Event description:
A report was received that due to the patient's non device related weight loss she was experiencing movement of the battery. The top edge of the ipg seems to protrude out and she sometimes finds it difficult to charge. The physician recommended a pocket revision procedure.